Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 141 mg/dl at the time of the call. The customer was assisted with the issue and the customer was advised to move the site of the sensor a little. The customer's sensor started work as designed. No further assistance needed.